Event description:
It was reported the patient experienced a loss of osseointegration resulting in explant of the device, the patient was treated with oral antibiotics prior to explant.

Manufacturer narrative:
It was reported the patient experienced a loss of osseointegration resulting in explant of the device, the patient was treated with oral antibiotics prior to explant. Correction: device details corrected. This report is submitted on 30 september 2020.

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site, and skin overgrowth on the abutment. Explant of the device is planned but has not taken place at the time of this report.